Event description:
It was reported that upon the start of a-fib ablation to the right pulmonary veins a pericardial effusion with a drop in blood pressure occurred in the patient. The physician had completely isolated the left superior and left inferior veins and had moved to the right sided veins and had completed approximately 10-15 ablation points before patient event. The physician performed a pericardial tap to remove the fluid around the heart. The patient stayed in the hospital post procedure. The patient was reported to be stable.

Manufacturer narrative:
The concomitant products: carto 3: model # m-4800-01, (B)(4). Stockert: model # m-5463-01, (B)(4). Coolflow pump: model # m-5491-02, (B)(4). C3 nav variable lasso: model # d-1290-01-s, (B)(4). Webster 4 pole: model # d-1079-237-s, lot # 15515213m. (B)(4).